Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a sternal wound complication requiring surgical intervention. The patient was admitted for the procedure on (B)(6) 2022.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had methicillin-resistant staphylococcus aureus (mrsa) infection of the sternal incision. A wound vacuum assisted closure (vac) was applied. As of (B)(6) 2022 that patient was home with intravenous antibiotics, and it was planned to follow up with the surgeon.